Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stents from two rx ultra stent delivery systems (sds) dislodged from the balloons when the protective sheath was removed. No add'l event or pt info is available.

Manufacturer narrative:
The second rx ultra stent delivery system indicated is being filed under the same MFR number.